Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, it was noted that the main connector pins were damaged. Additionally, a faulty printed circuit board was discovered. These issue were attributed to general wear and tear on the device as minor dents and scratches were also found during the evaluation. Replacement parts were installed, a general cleaning provided, and the device was returned to the user facility. This malfunction was discovered during a routine device evaluation, and there was no patient involvement.

Event description:
During a routine inspection for an olympus video system center, it was noted that the printed circuit board was faulty. There was no patient involvement in this event.

Event description:
Additional information was received on 25jan2021 stating the following: "since the new video unit was received in 2020 they have not been able to use older scopes. As a result they had to redistribute scope inventory. It was previously reported and no problem was found. Upon re-reporting they identified that after the older scope is plugged in for an extended period of time the image will work. There was no patient involvement as it was just a new product that wasn't operating as expected upon purchase."

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The IFU contains the following statement: ¿never apply excessive force to connectors. This could damage the connectors.¿ the review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The root cause could not be determined. However, olympus investigators think that because its been more than seven years since manufacturing of the device, its likely that the video connector pins had worn out and deteriorated due to repeated use for a long period, or that the device had been accidentally hit by the user when connecting the scope. Olympus will continue to monitor the field performance of this device.